Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and one exception document was found. A review of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.

Manufacturer narrative:
The device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a permanent pacemaker implant procedure, the micro puncture access wire tip detached within the patient. The clinician was attempting to acquire venous access for pacemaker placement via endocardial (transvenous) approach when the tip of a micro puncture access wire detached within the patient's subclavian tissue. The clinician stated that there was no danger of the detached wire tip migrating. The event was not life threatening. No attempts were made to retrieve the wire tip from the patient. The patient tolerated the procedure very well and was discharged to home the next day.